Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 580 mg/dl. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing with high ketones. The customer stated that she was admitted to the emergency room and was throwing up non-stop. The customer was treated with IV fluids. The customer declined to troubleshoot for high blood glucose readings.